Manufacturer narrative:
Customer (person) not provided, information provided by dalimonte rueb stoller llp. Occupation: non-healthcare professional. Investigation: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Rpn/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
It is alleged that "patient received a cook celect filter. Patient is alleging perforation of organ. Hospital and medical records have not been provided."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation. The reported allegations have been further investigated based on the information provided to date. The additional information regarding vena cava perforation does not change the previous investigation results for organ perforation. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2013. Patient alleges multiple struts of the cook celect filter perforated through the ivc. One strut perforates the duodenum, and other struts abut the l2-l3 disc space, abdominal aorta, and duodenum.

Event description:
Patient allegedly received the celect inferior vena cava (ivc) filter on (B)(6) 2013.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. . Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/ vena cava perforation, migration, tilt, anxiety, worry, fear, limited physical activity. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Unknown if the reported anxiety, worry, fear, limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. The associated work order was reviewed. No related/relevant notes were documented. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received a celect inferior vena cava (ivc) filter on (B)(6) 2013 due to pulmonary embolism (pe). The patient alleges organ/vc perforation, and perforation abutting other structures. The patient further alleges anxiety, worry, fear and limited physical activity. Per a report from computed tomography (CT),"caval perforation: yes. 9 o'clock 6.50 mm grade 3 extending to the periphery of the duodenum. 6 o'clock 5.50 mm grade 3 extending to the periphery of the l2-l3 disc. 12 o'clock 5.40 mm grade 4 extending into the duodenum. 3 o'clock 5.00 mm grade 3 extending to the periphery of the abdominal aorta. Tilt: yes. Anterior tilt measuring 11.12 degrees. Migration: yes. Apex of the caval filter is at the level of the renal veins. Pertinent negatives: no free air."

Manufacturer narrative:
Manufacturers ref# (B)(4). William cook europe has been unable to submit reports due to issues with receiving new ssl certificates for esg as2 trading partners from the esg help desk. This issue was discovered over the weekend of 25nov2023. Cook has been in communication with the FDA regarding this issue and was provided the needed security certificate on 04dec2023. Per FDA-2008-n-0393, questions and answers about emdr - electronic medical device reporting - guidance for industry, user facilities and FDA staff, section d: ""¿ if a manufacturer or importer is unable to submit a report on time due to an outage affecting the esg or the cdrh emdr processing system, it may document its attempts at timely filing in block h10 for the affected reports and submit reports electronically as soon as the esg or cdrh emdr processing system is operational."" An email has been sent to FDA as the guidance instructs informing FDA of the information set forth in the guidance regarding these delayed submissions. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.